Manufacturer narrative:
H6: medical device problem code 2017 clarifier- re-insertion the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case, it is unknown if the IFU deviation related to re-insertion into the anatomy contributed to the reported event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification. The 3.0x15mm rx xience skypoint drug eluting stent system (des) was advanced; however, could not cross the lesion. Several attempts were made; however, the attempts were unsuccessful. The des was removed and the lesion pre-dilated again with a balloon catheter. The des was advanced again when resistance was met and the proximal portion of the shaft outside the patient separated. The distal portion of the des was easily removed. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure was completed using another skypoint of the same size. No additional information was provided.